Event description:
The pt underwent a procedure to receive a scs trial system. It was reported, the physician had difficulty implanting the lead due to scar tissue. The physician aborted the case and discarded the lead.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.